Event description:
Customer reported insulin cartridge leakage, experiencing the issue eight times during the cartridge filling process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The customer reverted to manual injections for insulin therapy.